Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was going through an infection and that the water in the toilet had some discoloration. Upon follow-up, the patient¿s pd nurse reported the patient had peritonitis confirmed with pd culture which grew the bacteria pseudomonas. The nurse stated the patient is being treated with intra-peritoneal (ip) ceftazidime (dose not provided) and oral ciprofloxacin (dose not provided) an outpatient basis. The patient continues pd with the fresenius cycler without any reported adverse effect. The patient is recovering from the peritonitis event, per the nurse. While the nurse was not able to identify the exact mechanism for the peritonitis infection, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device/ product in relation to the peritonitis event. The nurse indicated the peritonitis was suspected to be caused by transmigration of bacteria from the bowel due to concomitant constipation and/or patient technique during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient had concomitant constipation which is a well-known risk factor for peritonitis in pd patients due to potential transmigration of gastrointestinal flora into the peritoneum. Moreover, the patient¿s pd nurse stated the peritonitis event may have been related to a breach in technique during the pd exchange which is also a significant risk factor for infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was going through an infection and that the water in the toilet had some discoloration. Upon follow-up, the patient¿s pd nurse reported the patient had peritonitis confirmed with pd culture which grew the bacteria pseudomonas. The nurse stated the patient is being treated with intra-peritoneal (ip) ceftazidime (dose not provided) and oral ciprofloxacin (dose not provided) an outpatient basis. The patient continues pd with the fresenius cycler without any reported adverse effect. The patient is recovering from the peritonitis event, per the nurse. While the nurse was not able to identify the exact mechanism for the peritonitis infection, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device/ product in relation to the peritonitis event. The nurse indicated the peritonitis was suspected to be caused by transmigration of bacteria from the bowel due to concomitant constipation and/or patient technique during the pd exchange.